Manufacturer narrative:
(B)(4) . The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported they experienced unstable impedance levels during an ablation procedure. The doctor decided to stop the procedure. There was no injury to the patient. The incident device is not being returned to covidien for evaluation.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.